Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please clarify what is the issue with the suture? How was the procedure completed? With total normality procedure name and date? Augmentation mammoplasty with a medical device 17/20/2020 were there any patient consequences? No. Could you please confirm the devices availability to return? It was discarded because of contamination. Device return status/follow up? The material was discarded. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide additional clarification on what the issue was with the suture: what is meant by ¿the suture is distilled¿ did the suture fray? Did the suture break? Is the procedure date november 17, 2020?

Event description:
It was reported that a patient underwent an augmentation mammoplasty procedure on (B)(6) 2020 and suture was used. During the procedure, at the time of passing the first stitch, the suture was distilled. The procedure was completed. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 4/23/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number am7573, and no non conformances / manufacturing irregularities were identified.